Event description:
Pt has history of 3 severe l ankle fractures in the past. Has experienced chronic l ankle pain since 1986. Spinal cord stimulator implanted 10/15/89 for "reflex sympathetic dystrophy." Battery failure occurred 7/26/94 and pt underwent replacement. Stimulator not functioning in october and pt returned to or. Lead found to be functioning properly intraoperatively. Spinal cord extension believed to have failed. Replaced with another stimulator.